Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation.   This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s touchscreen cracked after being dropped, resulting in a frozen display and loss of watertight integrity, and the device was deemed nonfunctional and replaced; the user transitioned to back-up insulin therapy per guidance. Symptoms included hyperglycemia with a reported peak of 277 mg/dl for one to two hours, without ketone testing, medical intervention, or other acute health effects. Outcomes included temporary interruption of automated insulin delivery and reliance on back-up therapy. Investigation included customer interview, review of device function as described by the user, and arrangements for device return logistics. Investigation of this case revealed damage consistent with physical impact to the touchscreen component, which is aligned with user-reported accidental drop and resulted in impaired user interface functionality. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.